Manufacturer narrative:
Correction: manufacturer date was inadvertently missed in follow up MDR #2. Manufacturer date: 07/19/2017.

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). No decontamination or visual inspection performed since product was not returned. A picture was provided which confirms the event of water damage, but we are unable to determine a root cause since he product was not returned and so could not be evaluated. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The complaint could not be confirmed. Complaint # (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
From: the mega catheter kit was returned intact and sealed. Visual examination was performed and no water damage was detected. The returned product was visually inspected and found to be within specification. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. To: the mega catheter kit was returned intact and sealed. Visual examination was performed and no water damage was detected. The returned product was visually inspected and there were no defects observed. An evaluation of the product was unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
The mega catheter kit was returned intact and sealed. Visual examination was performed and no water damage was detected. The returned product was visually inspected and found to be within specification. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
The mega 8 fr. 50cc intra-aortic balloon's (iab) outer packaging was found wet upon delivery. The package was found in this manner prior to use. No patient involvement.